Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement .

Event description:
(B)(4). Case description: biomed has a 8015 unit giving him a 200.5040 error when a module is attached. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: had the biomed look up the main processor of the 8015 unit. It was at v9.19. His fleet of units were upgraded to v9.33. Recommended to flash this 8015 up to v9.33 to be compatible with his modules. Biomed will conduct flashing and call back if further assistance is needed.